Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose difference with bent sensor. The customer reported a blood glucose value of 589 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The customer reported that the cause of the hyperglycemia episode was that the customer was having sensor glucose versus blood glucose issues with the sensor, blood glucose was high at the time while the sensor was reading low, and the high blood glucose was addressed with an insulin pump. The event involved product(s) unomedical, mmt-332a, mmt-7020mla, and mmt-1780kl. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further customer complications were reported. No product return is required for unomedical, mmt-332a, mmt-7020mla, mmt-1780kl. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020mla -snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.